Event description:
Removed product information report returned indicating that patient expired 2005. Hcp reports that cause of death was "diseas progression" - multiple sclerosis. Not related to pump.

Event description:
The device was returned to the manufacturer for analysis. No reason was given for the explant. A follow-up report will be sent if additional info becomes available.